Event description:
It was reported that the attachment began overheating during a surgical procedure. The procedure was completed successfully using a back up device. There was no reported patient or user injury.

Manufacturer narrative:
The attachment has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.